Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). The patient's diabetes management is not specified and it is not known what action, if any, the patient took in response to the reported meter issue. According to the csr's documentation, a few hours after the reported meter issue occurred, the patient reportedly developed a symptom of hunger. The patient indicated she administered self-treatment by consuming food and/or drink at an unknown time later. At an unspecified time after the alleged power issue occurred, the patient claimed she tested her blood glucose with another device, however, the patient's blood glucose reading is not known. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, the subject meter's battery was not replaced (per owner's booklet recommendation), there was no misuse of the lfs product, and the patient did not have a replacement battery available. The alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.